Event description:
The pt was brought to the operating room for lead revision due to the lead migrating two segments up. During the procedure, it was noticed that the lead was loose at the entrance path into the back. The lead anchor was loose; the stitches were still in place. It was unknown if the anchor failed or the suture technique was inadequate. No pt symptoms were reported. The pt was reported to be in 'ok' condition.

Manufacturer narrative:
No visual anomalies were noted upon receipt of the device. Final device analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.